Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons have to be pressed firmly at times. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump received no delivery alarm. The device will not be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. However, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).